Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6)2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely probable cause of the event is attributed to misuse. As no further investigation was able to be performed no change in harm was identified.

Event description:
Surgeon could not get nitinol sd wire to advance through ar-6068-90r. The product could not be used and this added surgical time/steps.